Event description:
The customer reported falsely decreased alinity I tsh and provided the following data for 1 patient: reference range is 0.35 ¿ 4.9 miu/l on (B)(6) 2023, sid: (B)(6) initial result was 0.593 miu/l, which was questioned by the patient¿s doctor because patent¿s previous result was 129 miu/l. A new sample (sid (B)(6)) was collected an hour after initial results, ran on another alinity I processing module, and resulted 122 miu/l. On (B)(6) 2023, the original sample (sid: (B)(6)) was repeated and generated a result of 25.816 miu/l. The sample was then retested with dilution and generated a result of 121 miu/l. There was no reported impact to patient management. Update: the customer provided additional information. The customer provided additional laboratory information for sid: (B)(6) - on (B)(6) 2023 free t4 was 5.9 pmol/l and free t3 was < 2.3 pmol/l the customer also provided further sample data: sample ID (B)(6) initial result on 25 jan was 0.99 miu/l, and when repeated on (B)(6), the result was 4.488 miu/l.

Manufacturer narrative:
Additional information can be seen in section a1 and b5. A1 patient identifier: complete list of sample ID's are (B)(6). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any nonconformances or deviations associated with the likely cause lot number and complaint issue. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Review of ticket and trending did not identify any trends. The overall performance of the alinity I tsh reagent was reviewed using field data from customers. A review of field data determined that the median patient results for lot 53229ud00 is within established baselines and comparable with other lots in the field. Review of applicable field data suggests that the performance is acceptable. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity I tsh reagent lot 53229ud00.

Event description:
The customer reported falsely decreased alinity I tsh and provided the following data for 1 patient: reference range is 0.35 ¿ 4.9 miu/l on (B)(6) 2023, sid: (B)(6) initial result was 0.593 miu/l, which was questioned by the patient¿s doctor because patent¿s previous result was 129 miu/l. A new sample (sid (B)(6) was collected an hour after initial results, ran on another alinity I processing module, and resulted 122 miu/l. On (B)(6) 2023, the original sample (sid: (B)(6) was repeated and generated a result of 25.816 miu/l. The sample was then retested with dilution and generated a result of 121 miu/l. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6) & (B)(6) . All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.